Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/27/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no sound issue was not duplicated. Audio settings were all set to ¿high¿ except for boluses which were set to vibrate and temporary basal was set to off. The pump powered up to the verify screen with auditory and vibratory features. The sound volume was within specifications. Pump was opened and no defects were found with the auditory assembly. Unrelated to the complaint, a battery compartment crack was found below the grip pad towards the case seal. The display screen was found to be dim with a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. Reportedly, the pump did not give audio alarm when cartridge was low. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.